Event description:
The customer contact reported that during testing at the user facility, the pump did not alarm when the tubing was clamped distal to the pump. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
Testing and investigation found the device did not alarm when a distal occlusion was present. This was due to contamination on the distal pressure sensor.